Event description:
Complainant alleged that during a routine shift check by a clinician, the device's override key-switch would not allow manual mode to be accessed. The override key-switch rotates 360 degrees. The complainant indicated that there was no pt involvement in the reported failure.